Event description:
Baxter reported a pinhole in the tubing of the transfer set that caused the set to leak. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.